Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a routine clinic visit, there was a new tear in the white power cord. The patient reported that this happened about 1 week prior to the appointment. The tear was wrapped in electrical tape. The patient had no alarms. A log file was sent in for review which found no unusual events. It was recommended to replace the damaged controller. The controller was exchanged. The patient was reported to be home and stable. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: kinks in the power cables; early stages of conductor breakdown in the white power cable; atypical power cable disconnect alarms while connected to 14v batteries; decreased voltage levels when connected to the mobile power unit (mpu) and power module (voltages were not low enough to activate an associated alarm). The reported event of a tear in the white power cable was confirmed. Visual inspection of the returned system controller (serial number: (B)(6)) revealed a tear in the white power cable approximately 1¿ in length that exposed the underlying shielding located approximately 2¿ from the connector side strain relief. The damaged power cable did not affect the functionality of the controller during testing. The controller was tested with a test power module/system monitor and a mock circulatory loop and the controller operated the pump at the set speed without any issues or atypical alarms produced, including when the power cables were manipulated by hand. The outer jacket was removed from the power cable for additional inspection and a green contaminate consistent with fluid ingress was observed on the underlying layers and wires. No damage to the wires or other physical anomalies were observed. The submitted log file and the log file downloaded from the returned controller contained approximately 5 days of data combined ((B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). The driveline was disconnected on (B)(6) 2021 at 13:04:17 to exchange the system controller. The pump maintained a speed above the low speed limit while the driveline was connected. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The system controller, serial number (B)(6), was shipped to the customer on (B)(6) 2017. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power and power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Furthermore, the subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 IFU section 8 ¿equipment storage and care¿ describe how to care for and clean all equipment, including the system controller. Heartmate 3 patient handbook section 10 and heartmate 3 IFU section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 IFU section 2 ¿system operations¿ and heartmate 3 patient handbook section 2 "how your heart pump works" informs the user to keep the system controller power cables and connectors dry and away from water or liquid as it may cause the system to fail or serious electric shock. Heartmate 3 IFU section 6 ¿patient care and management¿ and heartmate 3 patient handbook section 1 "introduction" state that the ¿heartmate 3 system components must be kept dry. Never expose the system controller, batteries, or mobile power unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate gogear shower bag must be used while showering to keep the system controller and batteries dry.¿ section 6 of the IFU and section 4 of the patient handbook state that the system is moisture-resistant, but not waterproof, and instruct the user to protect the external components from water or moisture. Section 7 of the patient handbook entitled ¿frequently asked questions¿ also explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.